Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a presence of magnet. This occurred during post-op device check. The patient had a gall bladder surgery in which a magnet was used. The representative could not confirm if the device was beeping as the recovery room was too loud. The enable magnet use was on and technical services advised to turn this off. Toggling re-enabled the daily measurements and a manual capacitor reform was also performed successfully. A memory dump was performed and returned for analysis.

Manufacturer narrative:
The memory dump analysis indicated that the reed switch was closed and further confirmed that the magnet disable feature had been successfully activated. Review of beeper time stamps and daily measurements confirmed that the reed switch was not stuck prior to the patient's procedure. The cumulative beeper time is 1140 seconds (19 minutes). A longevity calculation was performed estimating that the device could exceed 3 years of remaining longevity should the rate of therapy delivery stay the same. No other issues were found with the memory dump.